Manufacturer narrative:
A bayer radiology service representative performed a system service check of the veris vital signs monitor on (B)(4) 2015 and found it to be operating within specification. Our clinical investigation determined that the ECG module was placed in the imaging volume and the user did not properly prepare the skin prior to applying the ECG leads. In addition, the user did not properly insulate the ECG lead cables from the skin surface. The following are excerpts from the veris vital signs monitor operation manual: keep the ECG module outside of the patient imaging volume. Position the ECG module out of the imaging plane. (On the shoulder if scanning the chest or torso or in the antecubital space if scanning the neck or head.) Prepare the patient by ensuring that hair is removed from the locations where you intend to place the electrodes. Use nu-prep gel with cotton gauze or a washcloth. A small amount of nu-prep gel should be applied to the cotton gauze or wash cloth. The area where the electrode is to be placed should then be thoroughly cleaned by rubbing it in a circular motion. The ECG leads will not cause patient burns when they are properly insulated and free of loops. The site has streamlined their protocols and added additional safety precautions to their practices. Additional applications training have been offered; however, the site declined. The site continues to use the veris after the reported event with no further issues reported.

Event description:
The customer reported the following: a (B)(6)-year old female outpatient underwent an MRI of the brain, thoracic and lumbar spines for pain and syncope. The patient had been anesthetized due to claustrophobia and severe pain. The patient was in the scanner bore for approximately 2.5 hours. The scans were completed without event. Post procedure, upon removing the ECG leads, the anesthesiologist reported blisters and striated burn marks on the patient's skin where the ECG lead cables had been resting during the scans. A plastic surgeon has been consulted to evaluate the patient. The current status of the patient is unknown.